Event description:
It was reported that shock impedance out of range (>150 ohm) was observed. Should additional information be received, this file will be updated.

Manufacturer narrative:
The lead was explanted on (B)(6) 2024. Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The insulation was found abraded through and the conductor cable leading to the shock coil 52.5 cm distal to the df4 connector pin fractured, which is assumed to be the root cause of the reported high shock impedance. Based on the characteristics of the damage, it is reasonable to assume that the lead was subject to severe mechanical stress due to constant friction against another implantable device such as a nearby lead. Diagnostic images clarifying this assumption were not available. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.